Event description:
It was reported that after a lap total gastrectomy on (B)(6), post-operative bleeding occurred. During the initial operation, the device functioned properly and the procedure was completed without problem. At first, the planned surgical time was 5 hours, but it was finished in 4 hours and a half. The patient¿s condition changed in an hour and a half after the operation. The blood pressure and the level of consciousness were decreased. The surgeon of initial operation determined to perform a reoperation immediately by opening the abdomen. The amount of bleeding was about 3600cc. The doctor commented that the bleeding had occurred from the microvasculature of the right gastroomental artery that the device was used on. As of now, the patient¿s condition is stable. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: what is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.)---no information. How long has the surgeon been using the har devices? No information. What power setting was the generator on? No information. Was the sales rep present for the procedure? No. How was the bleeding controlled in the 2nd procedure? An electrical scalpel and additional suture was performed. Was a transfusion required? Yes, but there is no information about volume of transfusion. What is the patient¿s current condition ? The patient¿s condition is stable, on the way to recover, so the doctor said that additional especial treaty wouldn¿t necessary. Did the patient have any pre-existing conditions? No information.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2015. Should the information be provided later, a supplemental medwatch will be sent.